Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age and gender unk), but the device would not discharge in synch mode. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.